Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead was unable to advance within the introducer. The introducer was replaced, however, the rv lead was unable to advance in the new introducer. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. The lead was able to be fully inserted and removed from the catheter with no restriction.